Event description:
It was reported that intermittent occlusion alarms occurred. No reported impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned